Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lcd monitor had no power to the monitor when connected the issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2, and g2 and h6-medical device problem code. Additional information added to fields d8, d9, h3, h4 and h6. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, the definitive root cause could not be determined. It is presumed that the event occurred due to defective printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the monitor did not power up when connected. The issue occurred during maintenance. There were no reports of patient involvement.